Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent error messages while loading a new cartridge onto the pump. Reportedly, the customer was able to load a second cartridge onto the pump successfully and resume insulin delivery. The customer's blood glucose level was 143 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.